Event description:
Customer reported the insulin pump has been receiving an alarm. Customer's blood glucose is 178 mg/dl. Customer stated the device was dropped and the drive support cap is sticking out. Advised customer to discontinue with the pump and revert to a back up plan according to healthcare provider's instructions. The device needs to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No a33 alarm noted during testing. Minor scratched display window, cracked case at display window corners and broken reservoir tube lip noted.